Manufacturer narrative:
Correction in section d.10. Monarch iii iol delivery system injector was not used with the complaint product (sn (B)(6)). It was used with the unspecified backup lens to complete the surgery. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. A photo was provided. The photo showed a company cartridge beside the lens case. A yellow lens was visible advanced to the nozzle entry area. The leading haptic appeared to be extended against the right side. This position may indicate a plunger override occurred. Due to the glare and clarity of the photo no other determination can be made. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during surgery the plunger went over the intraocular lens (iol) and did not inject it. The surgeon thus switched over to a different injector (company provided injector) and an unspecified lens to complete the surgery. There was no patient harm.